Event description:
It was reported, that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in the right-hand vessel. After puncture and the non-boston scientific guidewire cross the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the shunt in the right-hand vessel. After puncture and the non-boston scientific guidewire cross the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. D4 - lot number: updated to 0030700000. Device evaluated by MFR: mustang 7.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. The rated burst pressure for this device is 20 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device.